Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the 4 way manifold was not switching. Additional malfunctions include the tie wraps were leaking.